Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd was damaged. The following information was received by the initial reporter with the following verbatim 2 faulty ones - the bung is up-side down.

Manufacturer narrative:
A 30207e sample was not required for investigation of this feedback as the customer provided a photograph of the affected sample. The customer reported that the affected sample was from lot 24079464 and "2 faulty ones - the bung is up-side down". Analysis of the photograph confirmed the customer's experience with the smartsite y-site identified to have been assembled upside down. The details of this feedback were forwarded to the manufacturing site for investigation. Their analysis confirmed that the misassembly is most likely to have been caused by the human error during the manual assembly process, which was then not identified during subsequent assembly steps. A review of the production records for lot 24079464 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. In order to reduce the likelihood of operator error, the production personnel have been informed of this feedback to ensure that they are following the correct assembly process. A review of the customer feedback database indicates that this is an isolated feedback with no further reports of this nature against the 30207e product over the past 12 months.

Event description:
No additional information.